Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging shortness of breath, nasal and throat irritation or soreness, headaches and dizziness. There was no report of patient harm or injury. The device was returned to the manufacturer¿s product investigation laboratory for investigation. The device was visually inspected by the manufacturer and found an unknown brown contaminant on the exterior of the device. The manufacturer found evidence of hair like contamination to the blower housing and blower box outlet and air inlet, dust contamination on the blower outlet seal, evidence of liquid ingress to the blower housing and keratin-like contamination to the blower box outlet and air inlet. There was no evidence of sound abatement foam degradation. The device as powered on and provided flow. The device¿s downloaded event log was reviewed by the manufacturer and found 2 errors logged. The manufacturer concludes the device had evidence of hair, dust, liquid ingress and keratin-like contamination. There was no evidence of sound abatement foam degradation.